Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instruments pitch cable was broken at the distal clevis hub. The cable segment that contained the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instruments distal pulleys had scratch marks and abrasions. There was a scratch on the surface of the distal pulley. No other damage found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that a broken wire was observed on the fenestrated bipolar forceps instrument. No missing or fallen pieces were reported.